Event description:
It was reported that the patient reports that the second revision that was done is still causing pain in his knee. Patient states that his pain is constant. Patient is unsure of the type of implant in his knee.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.